Event description:
The patient experienced intermittent stimulation and a loss of therapeutic effect. The patient felt no stimulation unless he turned his shoulder to the right, then the stimulation came back. There was no known event given. The patient's symptoms were located at the paresthesia area. The patient was at home. His status was reported as "fair". The patient was encouraged to contact his health care professional. Additional information has been requested from the health care professional, a follow-up report will be sent if additional information becomes available.